Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was a force sensor test error in history. The customer's stated problem was verified during start-up. The force calibration was out of specification at 0 lbs. And the count was at zero. The force sensor no longer operates properly as a result of normal wear and will be replaced.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a system failure regarding the forced sensor. There was no patient involved.